Event description:
It was noted that the explanted devices were discarded and will not be sent back for analysis. Reason for lead replacement was broken lead related to direct trauma. Patient lost therapy benefit and presented with increase seizure frequency. X- ray revealed damaged part of the lead.

Event description:
Implant card received indicating the patient had high impedance and replacement surgery. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.